Event description:
We received a report that an zmb00u0230 intraocular lens (iol) was explanted from the patient''s left eye after she experienced blurry, ''foggy'' vision and indicated that the reading point was too close. The incision had to be enlarged to remove the device. The patient has recovered.

Manufacturer narrative:
Date of event: (B)(6) 2014 . Explant date: (B)(6) 2014. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The iol can be identified as a tecnis multifocal iol because of the presence of a diffractive ring pattern on the optic. Dust particles are present, consistent with an iol that has been handled in a non-sterile environment. Visual inspection of the return sample does not show non-conformances. Manufacturing records were reviewed. The diopter power measurement was verified and found to meet release specifications. Device history records were reviewed and there were no non-conformances with respect to the final product release process. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.